Event description:
It was reported that a pump was over infusing during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens and bubbled downstream occlusion (dso) seal. There was no evidence of the reported error in the event history log. The reported complaint was duplicated. Running three accuracy tests, the pump was found to be over delivery to the manufacturing specifications. The expulsor was replaced as corrective action. Inaccurate delivery was the cause of the reported issue; but the root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).